Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that prior to lv lead replacement procedure, drop in impedance and increase in capture threshold in rv lead was observed. Lead was explanted. Patient was stable pre- and post-procedure.